Event description:
It was reported by a nurse through a company rep that a vns pt was likely diagnosed with an ulcer. The pt has been prescribed lansoprazole for the possible ulcer. The pt didn't have any problems before vns and has had a good response from vns. At the moment, the relationship of the ulcer to vns is unk in accordance to the treating nurse. However, it is known that the event is not occurring at stimulation on times. At the moment, no further interventions have been planned for the pt other than the prescription of lansoprazole.

Event description:
Further information was received from the area representative indicating that the patient's generator was programmed off due to the reported ulcer. At the moment, the relationship of the ulcer to vns is unknown in accordance to the treating nurse. However, it is known that the event is not occurring at stimulation on times.